Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A valid lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot #:1051750. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate (escherichia coli) did not report as extended spectrum beta-lactamase (esbl) positive. The user stated they performed immunochromatographic study for oxa-48, klebsiella pneumoniae carbapenemase (kpc), new delhi metallo-beta-lactamase (ndm), verona integron-encoded metallo-beta-lactamase (vim), imipenemase (imp) and kirby bauer testing. The results were negative for carbapenemase and esbl negative. No health impact or consequence reported. Report 3 of 3.